Event description:
It was reported that patient experienced an infection at the ipg and lead site. As a result, surgical intervention was undertaken wherein the ipg, and extensions were explanted to address the issue. The patient was administered IV antibiotics to address the issue. Additional information indicates the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.